Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a bent cannula, a no delivery alarm, and high blood glucose levels. The customer's blood glucose levels ranged from 400 to 600 mg/dl. The customer declined to transfer to troubleshoot with the hotline and no further details were provided.